Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 48 mg/dl and treated with oral carbohydrates and a glucagon injection, after which blood glucose increased to 115 mg/dl; troubleshooting and education on proper low glucose treatment and the 15-minute recheck rule were provided. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included resolution of the low glucose without hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the event attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.